Event description:
A patient was to have a laparoscopic cholescystectomy. A trocar (tristar 150mm length by ethicon)shattered into multiple glass-like sharp fragments while in the abdomen. Attempts were made to remove the fragments, but in the interest of the patient, a decision was made by the md to open the abdomen to look closely at the bowel and organs to be sure that there were no injuries or left fragments.